Manufacturer narrative:
Product event summary: one battery, (B)(4), was not returned for evaluation. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported power switching along with beeps was confirmed. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(4).FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213. FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: b3, g4 initial aware date (B)(6) 2017, other devices involved in this event: d1: heartware ventricular assist system ¿ (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a battery was associated with the power switching and beeping. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that power port 1 of the controller was loose and power switching along with beeps. The controller, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Based on an investigation conducted, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries. Momentary disconnections will result in an audible tone. No alarms were recorded near the reported event date. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: visual inspection revealed a loose power port 1 connector. This is an additional observation not related to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller was switching between batteries and beeping, primarily on side 1 of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.